Manufacturer narrative:
Date of event: date estimated. The patient deaths referenced will be filed under a separate medwatch report #. The additional devices referenced will be filed under separate medwatch report numbers. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of myocardial infarction, perforation, intimal dissection, and infection are listed in the hi-torque wire instruction for use as known potential patient effects associated with the use of a guide wire in coronary or peripheral arteries and / or biliary tree. Based on the case information, a conclusive cause for the myocardial infarction, intimal dissection, occlusion, hypersensitivity, hemorrhage, vasoconstriction, hypotension. Hypertension, and infection, and the relationship to the product, if any, cannot be determined. The additional therapy/non-surgical treatment and hospitalization were likely related to case circumstances. Specific information regarding the device performance is unknown or inaccessible. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: post market clinical follow-up evaluation report polymer guide wiresna.

Event description:
It was reported through a research article identifying whisper, pilot, and progress guide wires that may be related to the following: patient death, myocardial infarction, perforation, dissection, occlusion, allergic reaction, bleeding, vasoconstriction, hypotension, hypertension, infection, revascularization, and rehospitalization. This article summarizes clinical outcomes of 950 patients that were treated with whisper, pilot, and progress guide wires. Specific patient information is documented as unknown. Details are listed in the article, titled "post market clinical follow-up evaluation report polymer guide wires."